Event description:
It was reported that the intraocular lens (iol) was replaced as the patient was unhappy with their visual outcome. The lens was replaced with another lens of a similar diopter. Patient data, gender, date of birth along with the implant date were not provided. No further information was provided.

Manufacturer narrative:
The original report indicated the intraocular lens (iol) was removed and replaced during the same procedure and that the patient was unhappy with their visual outcome. Implanted date: (B)(6) 2013. Device manufacturing record was reviewed with the following results: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The intraocular lens was returned to the manufacturer. Visual inspection of the returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No additional cosmetic conditions were observed in the returned sample. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.